Event description:
It was reported a wireless module for a spectrum pump had fluid damage. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported fluid damage was confirmed through baxter's eval. The investigation found corrosion on the wireless module flex and radio printed circuit board (pcb) due to fluid intrusion. The device was removed from service.